Manufacturer narrative:
Insulin pump was received with pump error alarm during rewinding due to jammed motor gearbox. Unable to verify pump error alarm due to pump error alarm.

Event description:
The customer reported via phone call that the insulin pump had a broken force sensor was detected during seating or regular delivery. Customer's blood glucose value was 279 mg/dl. The customer was assisted with troubleshooting. The customer stated that they were able to clear the alarm. Customer states they were able to rewind the insulin pump. The customer also reported that the insulin pump passed self test and displacement test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.